Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a month ago upon inflation of the inflatable penile prosthesis (ipp) the patient had pain. The device was deflated, and it was thought that a leak occurred as the patient was unable to inflate the device fully. A revision surgery has been scheduled for a future date. No patient complications were reported.